Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient expired. The cause of death was unknown. There is no known allegation from a health professional that the death was related to the device. Further information was requested and not available yet. Related manufacturer reference number: 2938836-2019-12437, related manufacturer reference number: 2938836-2019-12440.